Event description:
It was reported that this greenlight laser exhibited forward firing after 27,280 joules and five minutes of use. The procedure was completed using a second fiber. The patient was stable following the procedure; there were no complications.

Event description:
It was reported that this greenlight laser exhibited forward firing after (B)(4) joules and five minutes of use. The procedure was completed using a second fiber. The patient was stable following the procedure; there were no complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection noted the metal cap exhibited charred detritus adhered to the surface. A distal circumferential fracture and mild devitrification at the output window of the glass cap were also observed. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.